Event description:
Additional information received identified surgical intervention was taken and the patient's scs system generator was replaced with no adverse consequences, and stimulation therapy was resumed.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported during the last time the patient tried to recharge the scs system generator, the "telephone" icon lit up and the patient was unable to recharge the device. The patient tried to recharge two times, and on the third try the patient was no longer able to recharge the generator. The generator was deemed inoperable and would need to be replaced.